Event description:
Had been using the super-chlor, super-chlor xl and gluco-chlor bleach wipes (same manufacturer, different size wipe). The packets describe contents including 1:10 chlorine bleach dilution (5200 ppm) as cleaning agents per epa disinfectant guidelines. Upon testing several packets from different dye lots, found that no bleach was measured.